Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus engineer was dispatched to the hospital to review the sampling technique of the sampler and the facilitator who took the sample from the scope. The following deviations were noted during the audit. Cardboard was brought in the sampling room. Sampler did not wear appropriate ppe and grove. Personnel not related to sampling was present but not wearing appropriate ppe. Olympus personnel instructed the appropriate technique to the sampling staff. Olympus investigations is ongoing. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from feb to fdt.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and to update the as part of the post market surveillance study process, the olympus endoscopy support specialist (ess) visited the user facility to review the reprocessing technique of the reprocessing technician and found the technician was not following the proper sequence of cleaning and reprocessing and is not performing proper cleaning to the elevator at the distal end. The ess observed the user facility is: not using olympus channel cleaning/opening cleaning brushes. Customer uses another manufacturer's brush. Not using suction cleaning adapter after brushing channels with channel leaning/opening cleaning brushes. Customer is doing this as last step. Not raising and lowering the elevator three times while brushing around elevator and distal end. Not properly brushing the distal end around the elevator with the maj-1534 for the tjf-160vf scope. Not flushing the elevator wire channel with the washing tube prior to scope buddy on the tjf-160vf scope. Not flushing properly around the elevator with a syringe with detergent and rinse water. The ess concluded by recommending the user facility follow the correct reprocessing steps in order according the instruction/reprocessing manual.

Manufacturer narrative:
This supplemental report is being submitted to provide the summary of the root cause analysis report for the postmarket surveillance with the referenced tjf study. There were no deviations observed during the environmental investigation and the inspection of the automated endoscope reprocessor. The user facility utilized a medivators dsd edge to reprocess this scope. A scope inspection was not conducted because the site released the scope for clinical use without conducting scope inspection via their own accord. The scope was reportedly used eight times after release. There was no high concern organisms or leaks were detected following those cases. Based on the investigations (microbiological analysis and sampling review), insufficient/improper reprocessing procedures cannot be ruled out as a contributory factory of the reported event.

Manufacturer narrative:
The reported scope was not returned to olympus for evaluation. The cause of the reported event could not be determined, however, olympus will continue to investigate. As part of our investigation in this report, an olympus endoscopy support specialist (ess) was dispatched to the user facility to investigate the user facility¿s reprocessing practices. If additional information becomes or if the device is returned at a later date, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a post market surveillance study the scope cultured positive for microorganisms, brevundimonas intermedia/vesicularis and brevundimonas nasdae after reprocessing. There were no associated patient infections reported.